Manufacturer narrative:
Unit received with cracked case at display window corners and battery tube threads. Unit received with minor scratched display window. Unit received with partially broken reservoir tube lip. Unit received with missing reservoir tube lip o-ring. A test reservoir was installed and did not lock in place due to broken reservoir tube lip.

Event description:
Customer reported via phone call that reservoir compartment was damage and reservoir was not locking in place. Customer's blood glucose was unknown. Customer was advised that insulin pump would need to be replaced.